Manufacturer narrative:
This correction report is being submitted for update of the event description. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported, the "air leak at bending section cover" was discovered during an inspection conducted when the loaner gastrovideoscope was returned. There have been no complaints from customer and no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on bending section cover, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack. Mouthpiece was loose. Objective lens had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported air leak from the bending section cover joint of the evis lucera ultrasound gastrovideoscope. The device was returned and an evaluation revealed presence of foreign material in the forceps channel. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps could not be identified and the root cause could not be determined, as there was no obvious deviation from the reprocessing procedure as outlined in the device instructions for use. The event may be detected/prevented by following the instructions for use below: ¿chapter 6 application and conditions of cleaning, disinfection and sterilization.¿ ¿chapter 7 cleaning, disinfection and sterilization procedures.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning (handling issue). The following information is stated in the instructions for use (IFU): ¿after use, they should be washed, disinfected (or sterilized) and stored in the same manner as in chapter 7. Insufficient or incomplete cleaning, disinfection (or sterilization) or improper storage may cause infection, device breakage, or compromised function.¿ olympus will continue to monitor field performance for this device.